Event description:
Koru medical became aware of mw5146681 received through the FDA medwatch program stating "spontaneous report. Indication: common variable immunodeficiency, unspecified. Pt stated she has been using a zip tie to connect her bd syringe to the freedom pump as she states the syringe keeps popping out of the pump- counseled pt to ensure that she needs to make sure the freedom tubing is pushed into the 50-60ml syringe all of the way before placing the 50-60ml syringe into the pump and ftubing has a disc on it that is supposed to prevent it from popping out. Patient stated she did teach and train with another pharmacy and she stated her home health nurse had the same issue. No adverse event or missed dose reported, pump will be returned to manufacturer. Reported to cvs/caremark by pt/caregiver." A good faith effort was sent to the initial reporter on 26-oct-2023 for additional information. A response was received providing patient information and the serial number of the pump involved. The patient has not returned the device involved in the event to the pharmacy. The pharmacy was advised to reach out to the patient to have this device returned to the pharmacy. The pump listed in this report has not been received by koru for evaluation to date. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.